Event description:
It was reported that the right ventricular (rv) lead experienced intermittent high threshold. The rv lead was explanted and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.